Event description:
It was reported that the customer had an air bubbles in reservoir of the insulin pump. The customer's blood glucose level was 157 mg.dl. The customer was inform to review the relevant infusion set and insulin pump IFU. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.